Event description:
Dermatome malfunctioned causing small lacerations to left and right thighs, which required suturing. Unit was sent for repair. Unit was calibrated per procedure and bearings were replaced.